Event description:
The customer received a blood glucose reading of 250mg/dl on the contour meter, re-tested on a different meter and the reading was 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the call ended before further information could be obtained. Product was not replaced.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.